Event description:
It was reported "the defective cvc was already placed in a patient and during a CT scan with contrast, the product became defective". The lumen catheter was reported as clamped. It was further reported that "due to other circumstances, the patient passed the next day."

Manufacturer narrative:
Qn#: (B)(4). Additional information was requested, but was not available at the time of this report. The patient's cause of death was not provided.

Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the proximal extension line. Visual analysis revealed that the proximal extension line was severely stretched/ballooned. The stretching started towards the proximal luer hub (white hub) and traveled down the majority of the extension line extrusion. It was noted that the slide clamp was in the closed position directly adjacent to the distal end of the stretching. Additionally, after performing functional testing (see below), a large build-up of congealed biological material was observed inside the proximal extension line/extrusion. It is possible that the biomaterial occluded the lumen during pressurization, which can also contribute to the observed damage, however, it cannot be confirmed if the obstruction was present during use. The stretching on the proximal extension line measured 17mm-140mm (starting point is white luer hub). The catheter body from the juncture hub to the distal tip measured 218mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured .0945", which is within the specification limits of .094"-.098" per the catheter extrusion product drawing. The proximal extension line outer diameter (in an area not affected by stretching) measured .084", which is within the specification limits of .084"-.088" per the proximal extension line extrusion product drawing. The inner diameter of the proximal extension line at the white hub measured .056", which is within the specification limits of .055"-.059" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the proximal extension and flushed. A blockage was encountered, which prevented any fluid from passing. A long pin gage was inserted through the proximal extension line. Large quantities of congealed biological material were observed exiting the proximal skive hole. Once the biomaterial was cleared, the proximal extension line was flushed again, and fluid passed as intended. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". No obstructions were observed when flushing the medial and distal extension line. A device history record review was performed on lot number 13f22f0676 and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "the maximum pressure of power injector equipment used with the pressure injectable cvc may not exceed 400psi" and also cautions the user "do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to minimize the risk of catheter failure and/or tip displacement". The IFU also contains detailed instructions on proper technique for pressure injection. It warns the user "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" and provides explicit instructions for ensuring patency prior to pressure injection: "check for catheter patency. Attach 10 ml syringe filled with sterile normal saline. Aspirate catheter for adequate blood return. Vigorously flush catheter." The report of a stretched/ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line was stretched/ballooned throughout the body of the extrusion. A build-up of congealed biological material was observed inside the proximal extension line lumen which caused an obstruction that prevented flushing of the proximal lumen. Obstructions such as these can cause over-pressurization and result in the damage observed on the returned catheter during pressure injection, however, it cannot be confirmed whether the obstruction was present during use. The catheter flushed as expected once the obstruction was removed, the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the lab testing performed, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h6: medical device problem code corrected to 1601. Section h6: health effect clinical code corrected to 4582. Section h6: health effect impact code corrected to 2199.

Event description:
It was reported "the defective cvc was already placed in a patient and during a CT scan with contrast, the product became defective". The lumen catheter was reported as clamped. It was further reported that "due to other circumstances, the patient passed the next day." The patient's cause of death was not provided. Medwatch received 01-dec-2022 from the user facility contained the following information: "the patient came to CT accompanied by a t ransporter, rt, and the primary rn. The patient had a power injectable triple lumen central venous catheter (cvc) in the right neck. The white lumen of the cvc was available for use and the preferred line for contrast administration. The line was verified to be power injectable to 5 ml/s per the manufacturer by observing the marking on the hub of the catheter. Brisk blood return was confirmed, and the catheter flushed without difficulty. The injection of contrast was carried out by the CT technologist at a rate of 4 ml/s with no difficulties. The patient status remained unchanged after contrast injection. After injection and upon assessment of the catheter, it was noted that the white lumen appeared expanded, flimsy, and warped. Blood return was confirmed, and the catheter flushed without difficulty. A hemostat was placed over the distal end of the lumen to protect against blood backflow or air infiltration. No harm to the patient."